Manufacturer narrative:
As received, a complete lead was returned in one piece. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage and the cause of the event was isolated to the overtorqued inner coil.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implantation procedure, the stylet could not be inserted into the atrial lead. The issue was resolved by replacing the stylet and atrial lead. The patient experienced no adverse consequences.